Event description:
It was reported that an atrial arrhythmia burden alert was see and presenting electrogram (egm)s showed an atrial arrhythmia in progress with occasional atrial undersensing. No adverse patient effects were reported. The right atrial (ra) lead remains implanted.